Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient is experiencing audible squeaking of the hip while climbing stairs.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product: continuum acetabular system tm shell with luster holes, catalog#: 00875706201, lot#: 62259598. Bone screw self-tapping, catalog#: 00625006525, lot#: 62337828. Trilogy bone screw, catalog#: 00625006530, lot#: 62337834. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported the patient is experiencing audible squeaking of the hip while climbing stairs. No revision has been reported, and no other information has been provided.